Manufacturer narrative:
(B)(4). Date sent: 4/7/2026 d4: batch # additional information was requested, and the following was obtained: per the sales rep: how was the bleeding controlled? Suture I believe how much blood was lost (ml)? Not sure did the patient require a transfusion? No how was the bleeding addressed? Suture I believe could you please clarify if there were any patient consequences? Not that I am aware of could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Not that I am aware of attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pve35a lot number a98r6l and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver resection procedure, it was observed that there were potential malformed staples on the bile duct upon firing. Surgeon described the staple line as bloody and he has never seen that happen before. Staples looked visibly malformed. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #727d49. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck. During visual inspection, nicks were observed on the knife. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples met the staple form release criteria. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 727d49, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch #unknown. Investigation summary: this is an analysis of photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a staple inside of a plastic jar and one of the leg can be seen no properly formed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.